Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate ¿unit reported to have shut off and reset on its own.¿ all testing was performed using a good known test patient circuit as well as a good known ac adapter. The service technician was unable to reproduce the reset during bench testing. The ventilator passed 77 hour extended tests at customer¿s settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling. Review of event trace reveals multiple ¿ln vent1¿ conditions ranging from (B)(6) 2016. All other event trace entries are consistent with normal ventilator operation. The service technician performed 10,000 hour preventative maintenance on ventilator and processed unit through service.

Event description:
The customer reported model lap top ventilator 1150 shut off and reset on its own. Incident occurred during ventilator set up prior to placing on a patient. Upon further investigation, the customer confirmed no patient involvement or allegation of patient harm associated with reported event.